Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds) the grippers were raised, the clip was unlocked, arms opened to 120 degrees and the grippers were dropped; however only one gripper lowered. Following troubleshooting attempts the gripper would not lower. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Return device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported inability to lower a single gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.